Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device had cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was doing chores at the time of the alarm. Blood glucose value was 56 mg/dl; customer stated he might have taken too much insulin, had treated with candy and level was rising. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.